Manufacturer narrative:
Exemption number: 2012017. The total number of events being summarized is: 2025. The complaints classified as serious injury events of the dental implants have been investigated and any product issues associated with these events have not been identified. No remedial action is required at this point. The complaints classified as serious injury events of the dental implants are monitored to ensure performance of the product in the market, consistent with historical and expected performance. Investigation results for complaints pending evaluation will be added as corrections to the 2018 q2 asr report.

Event description:
This report summarizes 2025 reported events associated with serious injury involving endosseus implants, root-forn with the product classification code, dze for this reporting quarter, january 1st, 2018 to march 31st, 2018. Listing of all device and patient problems for this reporting quarter: device problems: failure to osseointegrate. Loss of osseointegration. Positioning issue (failure to achieve primary stability). No information. Patient problems: anemia. Anxiety. Autoimmune disease. Cancer. Discharge. Edema. Edema, macular. Healing, impaired. Hemorrhage. (B)(6). Heartburn. Hypertension. Immuno-deficiency. Implant, failure of. Infection. Infiltration of tissue. Inflammation. Nerve damage. No code available. No consequences or impact to patient. No information. Osteolysis. Osteopenia. Pain. Thyroid problems. Wound dehiscence. Nature of the events: implant failure can be divided into two categories. Early failure (failure to osseointegrate or failure to achieve primary stability) describes the situation when an implant is placed but fails to integrate. Late or long-term failure (loss of integration) is the situation that an implant has integrated solidly, but after some passage of time, bone loss may occur around the implant. In these cases, the dental implant needs to be removed from the patient -- a process that is considered to be a surgical intervention to remove the implant.